Manufacturer narrative:
Movement of extension without migration.

Event description:
The patient felt a strong electric shock when she was picked up physically in a 'heavy' manner. Afterward paresthesia was different. The extensions came to just under the skin and the loops that the hcp had created in the extension at the time of implant became narrower. Impedances greater than 10000 ohms were noted on one electrode of the quadripolar lead. Otherwise, impedances were normal. The device was interrogated and an elective replacement indicator message was seen 7 months after device implant. The device system included three leads and the patient had a total of 4 programs. The programs used 2-3 electrodes. Amplitude settings were 4.7 volts/85 hertz/450 microseconds, 2.5 volts/65 hertz/360 microseconds, 7.3 volts/85 hertz/450 microseconds, and 3.5 volts/85 hertz/390 microseconds. The hcp replaced the implantable neurostimulator. At the time of revision the hcp tested the extensions and lead with an external neurostimulator and screening cable and stimulation was effective, so only the generator was replaced. The patient status was reported to be 'ok' after device replacement.